Manufacturer narrative:
The subject device have not been returned to omsc but was returned to olympus (B)(4) for evaluation. In the evaluation of (B)(4) the following was confirmed; the subject device had not been reprocessed. Foreign material exited from the channel of the subject device. Based on the shape, omsc guessed that the foreign material was tissue in the patient's body. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Foreign material exited from the channel of the subject device. There was no report of patient injury associated with this event.